Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered a pinhole in the lower sheath restrictor tubing. The fse replaced the tubing to resolve the leak. Failure mode is attributed to a pinhole in the lower sheath restrictor tubing. (B)(4).

Event description:
The customer reported a clear liquid leak of less than 2 ml from around the flow cell and differential mixing chamber of the coulter lh 780 hematology analyzer. The customer indicated that fluid had leaked onto the laboratory's worktop. The customer was wearing personal protective equipment consisting of a laboratory coat, gloves and face protection and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.